Event description:
The customer reported a leak from the coulter lh 780 hematology analyzer. The customer observed red liquid on the sample tube stoppers and the instrument remained operational. The volume of the leak was less than 100 ml and was not contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that check valve cv10 was defective and was leaking. The fse replaced the valve, which repaired the leak. The repairs were verified per established procedures. (B)(4).